Event description:
Same case as MFR report #3005099803-2009-01328 and #3005099803-2009-01329. It was reported that while preparing for a ureteral stone retrieval procedure, the basket would not close. The target stone was in an unspecified ureteral location. A 120cm escape basket had been selected to retrieve the target stone. While preparing the basket, the basket was opened. An attempt was made to close the basket prior to insertion into the scope; however, the basket would not close. The same malfunction occurred with 2 additional 120cm escape baskets. The procedure was successfully completed with a 4th 120cm escape basket. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.